Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported heat was not confirmed or duplicated. The device met all specifications, and no problems were found. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up." The device was being used during a cochlear implant procedure. No patient or user injuries were reported. There was no additional information provided.